Event description:
Information was received from a patient regarding an external device. It was reported that the patient was seeing a screen that said the battery was low and they thought they needed a new li battery (the patient did not remember the details of the screen). The controller would not take a charge and the patient seemed confused as to what wasn't working properly. They inspected the battery compartment, battery, ac power supply, controller port and recharger and reported that they all looked good. The patient removed the battery pack, plugged the controller into the ac power supply (they had a hard time getting the ac power supply to plug in), and they confirmed it powered on. They re-inserted the battery and confirmed the green light on the controller was flashing (the battery level of the controller was at 100% and the ins was at 50%). The patient tried to start a recharge session. When they plugged in the rech arger, the controller did not recognize that it was plugged in. They unplugged and plugged the recharger back in and controller still did not read that the recharger was plugged in. The patient noted that the recharger did get hot while recharging. The issue was not resolved. A replacement device was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #:(B)(6). UDI#:(B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger and that a "no device found" message was seen and the cable insulation was pulled too far from the recharger (rtm) donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.